Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) lobectomy, at the time of removal of the specimen, the bag tore. Another device was used to complete the case. There was no patient injury.